Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor was not working. The log file review shows malfunctioning flex vision pc. Fse replaced the fse replaced flex vision pc and reloaded software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor was not working. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.